Event description:
The pt received 2 leads with the same lot number. It was reported the pt was implanted with a trial lead and sometime after experienced a spinal headache. A blood patch was performed. F/u revealed the trial leads were removed on (B)(6) 2013, due to the unresolved headaches.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.